Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received erroneous high results when testing with coaguchek xs meter serial number (B)(4). At 7:22 p.m., the patient tested a sample on the meter and the result was 5.9 inr. The sample was not applied to the test strip within 15 seconds. At 7:32 p.m., the patient tested a sample on the meter and the result was 7.4 inr. The customer stated that she may have used the same finger in order to obtain a sample for this test. The sample was applied to the test strip within 15 seconds. The patient was questioning her technique and called for assistance. While on the phone with a support representative, the patient tested a sample on the meter at 7:56 p.m. And the result was 5.3 inr. The sample was applied to the test strip after 15 seconds. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter results. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient stated that she is diabetic and tests 4 to 5 times in one day. The patient does not have anemia or antiphospholipid antibodies. The patient has no bleeding or bruising. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changes in diet or medications. The patient's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 235476-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 2.5 inr. Donor 1 hct: 48%. Donor 2 hct: 46%. Testing results: donor #1: master lot: 2.8 inr, customer meter and master lot: 2.8 inr. Donor #2: master lot: 2.6 inr, customer meter and master lot: 2.6 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications given to the patient are currently known to interfere with the accuracy of the test results. The customer thinks they may have used the same finger and not applied the blood within 15 seconds. These are both possible causes for the result discrepancies. As per the package insert, never perform another test using the same fingerstick and blood must be applied to the test strip within 15 seconds.